Manufacturer narrative:
The device history record (DHR) for the lot number 6456244 was reviewed on (B)(6) 2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an unknown procedure with a gel mentor breast implant of unknown type and experienced capsular contracture on unknown side breast implant. As a result, the patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
Correction: on (B)(6) 2018, mentor became aware that this information was mistakenly omitted from the initial report dated (B)(6) 2018: no code available (3191). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, serial numbers (B)(4) for the right breast prosthesis and (B)(4) for the left breast prosthesis were reported, but it was not specified which one belonged to the complaint device. The explanted devices were mentor memorygel breast implant gel prostheses. A supplemental report will be submitted if clarification is received. Additional information about the initial reporter and implantation date was also received. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Lot 6436464: manufacturing date: 2010/12/23 expiration date: 2015/12/31 lot 6456244: manufacturing date: 2011/03/16 expiration date: 2016/03/31 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, serial numbers (B)(4) for the right breast prosthesis and (B)(4) for the left breast prosthesis were reported, but it was not specified which one belonged to the complaint device. The explanted devices were mentor memorygel breast implant gel prostheses. A supplemental report will be submitted if clarification is received. Additional information about the initial reporter and implantation date was also received. The device history record (DHR) was reviewed on 11/16/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Lot 6436464: manufacturing date: 2010/12/23, expiration date: 2015/12/31; lot 6456244: manufacturing date: 2011/03/16, expiration date: 2016/03/31. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 12/3/2018. The impacted product was a 250cc mentor memorygel breast implant. The lot, serial, and catolog numbers have been updated. The explant date has been updated to (B)(6) 2018. Concomitant medical products: 225cc mentor memorygel breast implant, catalog #3502501bc, serial #(B)(4). (B)(4).